Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease flat, wear abrasion. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify, a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Event description:
Healthcare professional later reported, a left side deflation and exchange. The device has been explanted and replaced.